Event description:
It was reported that during a da vinci-assisted surgical procedure, when removing the insufflation tubing the connection piece broke off from the universal seal. It was confirmed that no fragment fell in patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the customer reported that the accessory was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.